Manufacturer narrative:
The device was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined at this time.

Event description:
The manufacturer was informed that during an unspecified procedure, when activated the hand piece wouldn't seal the patient¿s tissue. The handpiece was providing insufficient output. The intended procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. Please the updates in sections: d10, g4, g7, h2, h3, h6 and h10. The customer returned a model: pk-cf0533 pk cutting forcep (lot# jf702753) for evaluation. The user¿s complaint was not confirmed. The device was received with the jaws opened, lock on. A visual inspection indicates that there is no foreign material on jaws. The jaw symmetry is balanced, no visual damage noted. The first point of contact for the jaws is at the tip of the jaw; this is consistent with standard. The jaw aperture measurement was taken inside the first teeth of the jaw, measured at 0.331, (standard is .300¿ +/- .100¿). The jaw mesh is normal. The insulation of the jaw legs was inspected and found no abnormalities. The flare is normal and smooth. The blade has foreign material. The lock function is normal and the shaft has no signs of damage noted. The device was plugged into the test generator; the generator displayed 100; this is the correct default settings. The blue activation switch was checked and the button is functional. The rotation of the shaft is normal. The device was tested using saline and activated; observed energy flowing normal. Based on the investigation, the device operates normal with no signs of abnormalities.